Manufacturer narrative:
A visual inspection performed on the returned device indicated there was evidence that the outer blade had been bent at the distal tip. The bend in the outer blade is possibly due to excessive leverage during use. Regarding this practice, instructions for use (IFU) states ¿exercise care not to bend the shaft leverage on the morcellator/ blade does not improve cutting performance and, in exterior damage the cutting tip when inserting the blade through the working channel. Excessive me cases, may result in wear and degradation of the inner assembly¿. Inspection of the inner blade assembly indicated that there was a deformation on the distal cutting edge. This damage is consistent with impact of the inner blade assembly with the distal edge of the bent outer blade cutting window. There was no evidence of missing metal pieces from either the inner or outer blade assemblies. Further dissection showed there was no component damage other than the inner blade and outer blade. The critical parameters of the device met specifications. Per results of the investigation, the root cause has been determined to be user error. Based upon these observations, no further action is warranted at this time. (B)(4).

Event description:
During the myomectomy procedure, it was reported that the surgeon was resecting the fibroid tissue using the truclear ultra reciprocating morcellator 4.0. As the device was functioning, there was some metal shedding of the morcellator device inside the uterus. The surgeon flushed and mitigated the site to remove the debris while continuing to use the original shaver. There was a five minute procedural delay. It was reported that the surgeon stated that visually he did not see any metal sheddings. However, the surgeon could not confirm that all particulate/debris was removed. Although a backup truclear ultra reciprocating morcellator 4.0 was available, the surgery was completed successfully using the initial device. Patient¿s post-operative condition was identified as satisfactory.